Event description:
It was reported that during a device replacement procedure, insulation damage could be seen on the left ventricular (lv) lead near the connector. The decision was made to keep the lead implanted. The lv lead remains in use. No patient complications have been reported as a result of this event.